Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00208. The date of that submission was 12-apr-2025. H3: one used cassette was received along with one photo from the customer. The photo showed a leaking cassette. The device received and visual inspection showed no damage or anomalies. Functional testing was performed and a tear on the seam of the bag was observed. The customer reported issue was confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A definite cause could not be determined. Root cause analysis is being addressed under further investigation.

Event description:
It was reported that the balloon inside the cassette was damaged, causing a leak when filled. Picture attached. There was no patient involvement.